Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post procedure, patient complained of phrenic nerve stimulation due to the lv lead. Programming changes were made which resolved the phrenic nerve stimulation. Patient was stable.